Manufacturer narrative:
(B)(4). Device evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that after injection with juvederm ultra xc in the "face, melolab marionette jowls", the patient experienced an induration that was treated with intralesional kenalog and prednisone to prevent worsening of symptoms that may have led to permanent damage, and to hasten resolution of the symptom.